Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the rep covering the case noted that the femoral component chosen had out dated on (B)(6) 2010. He informed the surgeon and the surgeon asked to have the component sterilized and then it was implanted."